Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, chronic totally occluded subclavian artery. The 10x39 mm omnilink elite stent delivery system (sds) was attempted to be advanced to the lesion, but was stuck in the guiding catheter and could not exit the guiding catheter. The sds and guiding catheter were removed as a single unit and a new same size omnilink elite sds was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: returned device analysis identified that the balloon and inner member were separated and not returned. Follow up with the account confirmed that when the omnilink elite stent delivery system (sds) was inserted into the 7f non-abbott sheath, the sds was very tough to advance. When the sds was removed from the sheath, the sds was found separated. The separation did not occur inside the patient anatomy, but inside the sheath. No separated portion remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual analysis was performed on the returned unit. The difficulty could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the guide catheter/sheath was kinked or damaged causing the reported difficulty advancing and removing; however, the guide catheter/sheath was not returned for analysis and therefore could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.